Event description:
The patient experienced a fever and a high blood count of 17,000 after the initial procedure performed in 05. Six days later, the patient was brought back to the or, where the surgeon detected a piece of the reusable trocar in the left upper quadrant of the abdomen and it was subsequently retrieved during a re-operation that day. Procedure: unk.